Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a scheduled follow-up no capture on the lv lead was observed. The capconfirm trend revealed a sudden increase to max output. All vectors were tested with no capture. Lead dislodgement was suspected. The patient was symptomatic due to loss of capture, but still stable. Lead revision will be performed in the next months. An x-ray will also be performed during lead revision to confirm dislodgement.